Manufacturer narrative:
Continuation of d10:product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and bupivacaine for non-malignant pain. It was reported that patient stated when they deliver a bolus the handset lags at 91%. The patient reported event date as once they received the replacement handset, maybe a couple 3-4 months ( (B)(6) 2026) back at the most. The agent reviewed device function and walked the patient through clearing data; the patient then connected to the pump with no lag. The patient would call back if they need further assistance. It was reported that the patient were allowed 8-10 boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who repeated previously documented information. An agent walked the patient through clearing the data. The patient confirmed they were able to connect to the pump faster. Agent reviewed best practice and advised the patient to close myptm (personal therapy manager) after use so it's a fresh connection each time they connect to the pump. The patient stated they have never done that before and no one ever told them.